Event description:
Procedure type: gynecology. According to the reporter: during the procedure, the seal disengaged from instrument. It did not fall into the cavity. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unknown. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
.